Event description:
The customer reported that their device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to a shorted integrated circuit chip, designator u5 and a shorted diode, designator cr20. The integrated circuit chip u5 was shorted from pins 12-13 and 34-35 and the diode cr20 was shorted from pins 4-8.